Event description:
The customer reported that the 840 ventilator stopped cycling. No pt involvement. Customer reported to have replaced the breath delivery unit (bdu) pcb. Covidien loaded the latest software revision only. The ventilator passed all testing. .